Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. No intervention was reported and the device remained implanted. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4). Initial reporter: company representative.